Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following successful deployment of the aortic body stent graft, the physician elected to perform hand injection of the stent graft using a syringe filled with a contrast/saline mixture for visualization, during which a breach in the aortic body graft leg fill channel was observed. As a result, the device could not be filled with polymer. The iliac limb stent grafts were then deployed as expected. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of balloon expandable stents, and the implantation of a iliac limb extension. The physician elected to end the procedure and will continue to monitor the patient. As of the date of this report, there have been no additional patient sequelae reported.